Event description:
It was reported that the lead integrity alert was tripped and several non-sustained tachycardias were recorded (some real and some due to oversensing/noise). The sensing integrity counter was also high and the r-wave amplitudes varied. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.